Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, there was a stylet inserted into the inside diameter of the device when returned and the tube was formed with a hook at the distal end of the device. However, there was no damage in the construction of the device. A syringe was used to inject 20cc of air into the cuff balloon and there were no issues during inflation or deflation. The cuff was re-inflated and deflated multiple times, but no leakages or blockages were observed. For further analysis, a leak test was performed by submerging the cuff and inflation assembly, at separate times, under water and no bubbles (leakage) were noticed. Electrically, for additional analysis, the resistance of each lead shall be between 1.7 and 3.7 ohms and the actual measurements were 3.7 ohms (blue), 3.4 ohms (blue with clear tubing), 3.7 ohms (red), and 3.5 ohms (red with clear tubing) which all the electrodes were in specification. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the endotracheal tube could not be inflated before intubating the patient and could not be inserted into the patient. Device replaced with a new endotracheal tube. The procedure was extended for 10 minutes. There was no patient injury.